Event description:
It was reported that the customer had a button error alarm on the insulin pump. Insulin pump will need to be replaced. Customer has been on shots since thursday. Customer is using an older model pump. Customer was advised that the 722 pump cannot be replaced since they already upgraded to a 723 pump. Customer will have to start using the 723 pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.